Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Auto lead diagnostics shows ventricular short circuit pace/low impedance counts. Lifetime minimum impedance of 190 ohms. A ventricular lead warning occurred on 2014-(B)(4).

Event description:
It was reported that there was high and increasing thresholds and low impedance on the right ventricular (rv) lead. During the lead changeout, the doctor noticed insulation damage on the proximal end of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: sedrl1 ipg, implanted: (B)(6) 2012. (B)(4).